Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 479 mg/dl at the time of the incident and treated themselves by bolused through insulin pump. The customer¿s other blood glucose level was 462 mg/dl. The customer threw up. The customer had an upset stomach all night from the high blood glucose and was throwing up nobody. The customer had nausea, vomiting, abdominal pain, and difficulty breathing. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer reported that they have a back-up plan available. The customer reported that the cannula was bent. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The device will not be returned for analysis.